Manufacturer narrative:
A1-a6: patient data was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. G3, PMA/510(k): it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a plugged in power module was intermittent alarming while powering a patient. A self-test was completed that morning with no alerts on the power module (pm). During the alarm there were no indicators or alerts illuminated on the pm. Staff removed the pm from use and had performed another self-test with no alerts after completion. The pm had continued to alarm intermittently, it was removed from care and the pm emergency backup battery was removed.

Event description:
On (B)(6) 2024 the pm was serviced by a biomed department. The power module began to alarm continuously when connected to power. The battery was disconnected and reconnected, but the alarm persisted. A self-test of the power module did not correct the alarm condition. A second new battery was placed but the alarm did not resolve. The alarm was only stopped by unplugging and disconnecting the internal battery.

Manufacturer narrative:
A1-a4: patient information was requested but could not be provided. B5: additional information previously reported under MFR # 2916596-2024-05037. Manufacturer's investigation conclusion: the reported event of alarms on the power module (ppm-12341) was confirmed. The power module returned to the pleasanton service depot and was tested and evaluated on 10sep2024. Visual inspection revealed a damaged streamline cable, resulting in a poor connection to the backup battery, causing the alarm. A purchase order was requested to perform the necessary repairs but was not obtained. The unit returned to the customer, unrepaired. A root cause for the power module alarming was determined to be due to a damaged streamline cable; however, the root cause for the damaged battery clip was unable to be determined. Damage to the housing was noted during investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use section 7 : ¿alarms and troubleshooting¿ and heartmate power module instructions for use (IFU) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: serial number and primary UDI number added. D4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.